Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site and confirmed the reported issue. During troubleshooting, it was determined that the safety valve was defective. The safety valve, along with its pull magnet, was replaced, resolving the internal leakage test failure. However, it was then observed that both the pressure transducer test and the safety valve test also failed. Further investigation revealed a fault in the expiratory channel printed circuit board (pcb), which was also replaced. After these replacements, the device passed all functional, safety, and calibration tests and was returned for clinical use. Device logs confirmed the failures and a technical error code indicating a communication issue with the safety valve. The safety valve's pull magnet and the expiratory channel pcb were returned for further investigation. A visual inspection of the expiratory channel pcb revealed no abnormalities. The pcb was then installed in a reference ventilator for simulated use testing. During this testing, the device successfully passed the pre-use check and operated continuously for 24 hours without issues. After ventilation, several additional pre-use checks were performed, all of which passed. The reported issue could not be reproduced with the expiratory channel pcb; therefore, it is not possible to determine whether the pcb was faulty. Following the pcb inspection, a visual check of the pull magnet showed no abnormalities. It was then tested in a reference ventilator, where the device failed the internal leakage, pressure transducer, flow transducer, and safety valve tests during the pre-use check. During ventilation, the device generated a technical alarm code indicating that the safety valve was detected as open without the required opening conditions being met. To determine whether there was any internal functional issue with the pull magnet, its electrical resistance was measured. When compared to a reference pull magnet, significant differences in resistance were observed. The pull magnet¿s movable axis controls the opening and closing of the safety valve membrane in the inspiratory pipe. It is electrically activated (closed) via the main block¿s expiratory channel. In conclusion, the device failed to meet its specification, and the cause of the reported issue is a defective pull magnet.

Event description:
Manufacturer's ref: (B)(4).